Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the patient controller (pc) was displaying ¿replace generator soon.¿ surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy established post-op.